Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Impella cp returned for evaluation. The root cause was changed to 'optical signal issue' which is more fitting for the reported failure mode as the complaint is against the optical sensor of the pump. No product was returned for analysis. The data logs confirm placement signal not reliable alarm. No problem was found in the pump as the root cause of the optical signal issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the placement signal was unreliable, with erratic waveforms noted. The alarm audio was disabled. Despite these issues, the pump remained operational until weaning and explantation. No patient harm was reported.